Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: gxl. Device is an instrument and is not implanted/explanted. A service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2012, (B)(6) 2013 due to motor failure and (B)(6) 2012 for a total rebuild. The customer called in a service request for this item on (B)(6) 2014 and reported the device is inoperable. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported seven hand piece for battery powered drivers were malfunctioning. Two of the devices weren't working at all, one runs constantly, one has intermittent operation, one has malfunctioning low and reverse buttons, one has a motor noise and shaft turns slowly, and one has an attachment stuck in the coupler with the coupler stuck in the locked position. The device malfunctions were discovered during testing, no patient involvement. No additional information will be made available. This report is for a device reported to run slowly, attachment stuck in coupler, couple stuck in locked. This is report 6 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the part was returned partially disassembled. The set screw and switch plate were received disassembled from the device. The flex tail was found detached from the switch, however the remaining components were all found to be intact; however the remaining components were all found to be intact. The functionality test of the received assembly was conducted using a replacement switch connected to the circuit board. The motor emitted a noise resembling the startup noise, but the device did not rotate as expected. The motor was disassembled from the gear head, functionally tested, and operated properly. The motor was visually inspected and found to be in good working order. The drive column was forcefully disassembled from the housing with the nose cone and attachment still intact. Once the drive column was disassembled it was noticed that the hex on the drive shaft was not properly aligned with the hex from the nose cone. The nose cone was rotated by 30° and the drive shaft separated from the nose cone. Once all components were disassembled, the attachment was easily removed from the drive shaft. Due to the flex tail arriving detached, a conclusion could not be drawn about the switch. Individually the motor functions at capacity when connected to new replacement switch. On the received assembly, the motor performance was compromised due to the nonfunctioning switch while the motor was connected to the drive column, it was subjected to a greater load than the motor was designed for which caused the motor to run slow. It was observed that the drive shaft was rotated 30° which caused the nose cone to be fixed in the locked position. This was the cause for both the motor running slow and the attachment being fixed. Based on the evaluation and the unknown cause, this complaint is confirmed but is not considered manufacturing-related. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the motor was running slowly, and the coupler is stuck. The repair technician reported the motor was making a loud noise, a blade was stuck in the chuck, and the device was not able to be disassembled. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.